Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6). Product type h3: analysis of the m995402a001 battery pack (s/n#:(B)(6)) revealed no confirmed issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type h6 correction: evaluation codes updated to match findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt repeated previously documented information and reported the same issue has been repeating. When the controller is plugged into the ac power cord, the controller powers on, but the green light on controller will not illuminate and battery will not take charge. Agent understood the controller was likely taking power from ac, but was not delivering to the battery or not holding connection; agent reviewed information to pt and closed case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is date valid  section d references the main component of the system. Other medical products in use during the event include: brand name; product ID m995402a001 (serial: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that for almost a week they have been having issues with their controller. Caller stated that the controller will not power on at all and the green light does not come on when plugged into the ac power supply. Caller added that they tried plugging the controller into two different outlets but that did not resolve the issue. Caller noted that they called their mdt rep on wednesday and thought they were ordering them a replacement like last time but that did not happen. Agent had caller remove the controller battery. Caller confirmed no visible damage to the equipment. Caller connected the ac power supply to the controller and the controller powered on. Caller inserted the battery pack but the controller continued to show the ac power plug icon and not the battery percentage or recharging light. Caller ensured the battery pack was properly seated in the controller, but the controller still did not show the battery pack level. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Caller mentioned they have been without their unit since wednesday and leave for a trip soon. Caller mentioned that when they got their previous replacement their rep had to walk them through a whole reset and set up because the replacement controller wouldn't find the implant.